Event description:
Customer's mother called to report she believes the pdm is giving incorrect elevated blood glucose (bg) readings compared to a different bg meter (unknown brand). They have tried 3 different vials of test strips, used control solutions, and tried several meters and the pdm is always higher. No further issues were identified.

Manufacturer narrative:
The device involved has not been returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The patient confirmed the bg readings with another device before taking any action, per user instructions. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency. No test strips were identified by the customer, therefore, no comparative testing could be performed on the user's strips. No conclusion can be drawn.